Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not working during testing. During in-house engineering evaluation, it was determined that there was unknown debris found inside, the motor was corroded and had no amperage. The device also failed pretests for check for sticky speed trigger, check in off mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check the switching function forward/reverse and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.